Event description:
It was reported that a patient's magnet activations were not registering after attempting three swipes. It was confirmed that the physician did perform an interrogation after the magnet swipes. The physician did not perform magnet mode diagnostics. The company representative used the physician's programming system and was able to successfully register each magnet activation on his demo generator. The patient was seen again on (B)(6) 2016. The last magnet activation was logged on (B)(6) 2016. During the patient's appointment on (B)(6) 2016, the patient's generator was activated by the magnet without issue, the magnet activations logged properly, and the patient felt the stimulation. However, a different tablet was used at the previous appointment. The patient also confirmed that he felt one magnet stimulation at the last visit when the physician did not see the magnet activation register. The patient's magnet swipe technique was verified to activate magnet mode. No further relevant information has been received to date.

Event description:
Data was reviewed on 06/07/2016. The data was available from (B)(6) 2016, when the company representative used his tablet and confirmed that magnet mode did activate and the activation did register properly. The last registered magnet swipe upon initial interrogation was from (B)(6) 2015. A magnet swipe was registered on (B)(6) 2016 at 12:44:47, and a second swipe was recorded on 12:46:55. Magnet mode diagnostics were performed successfully on (B)(6) 2016 at 12:48:04. System diagnostics were performed without issue on (B)(6) 2016 at 12:54:06. The same magnet was used during the appointment with the physician and at the appointment when the magnet activations were incremented without issue. The physician and patient both swiped the magnet at the first appointment, and the patient's swipe technique was observed to activate magnet mode. No further relevant information has been received to date.

Event description:
Data from the physician's tablet was reviewed, and there were no magnet activations shown on (B)(6) 2016. The last magnet swipe was recorded as (B)(6) 2015. No further relevant information has been received to date.

Event description:
The physician's tablet was returned to the manufacturer and underwent analysis. No anomalies were identified, and it was determined that there was no programming history from the patient's device on the tablet. Therefore, it was most likely another programming system used when the patient's magnet activations were not registering.